Event description:
Additional information was received stating the patient's ipg was end of life. Surgical intervention took place the system was explanted to address the issue. The device met the 75% expected longevity. Therefore, there is no device malfunction, and is not reportable.

Manufacturer narrative:
Date of event estimated. Correction - section b5 - device meets longevity, and therefore not reportable the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that patient will undergo surgical intervention with an ipg explant to a replacement of the competitor's device. The reason for replacement is unknown.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.